Manufacturer narrative:
(B)(4). Concomitant medical products 110010247, g7 osseoti 4 hole shell 58mm g, lot: 6470228; 010000859, g7 neutral e1 liner 36mm g, lot: 3476195; 12115120, cer bioloxd mod hd 36mm -3 nk, lot: 2971242. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03031 shell; 0001825034 - 2019 - 03026 liner; 0001825034 - 2019 - 03027 head.

Event description:
It was reported that the patient underwent right primary total hip replacement. Patient subsequently developed right lower extremity dvts 15 days later. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp findings: ted stockings edema lower extremity (this is a normal finding, and also can be related to dvts) doppler/ultrasound bilateral les multiple dvts found in right le (popliteal vein, femoral vein in thigh, common femoral and posterior tibial/peroneal referred to dr. Roxana cline on 25 june 2019 for anticoagulation therapy xray of right hip- good alignment/position no abnormal findings if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.